Event description:
Multiple patients underwent total knee procedures using quill srs for closure of superficial layer. It was reported that the healing process was delayed, and severe skin necrosis occurred, which required multiple surgical debridements. Numerous attempts to obtain case specific information regarding the events were unsuccessful. The number of events, patient information, product information (except material type), etc. Are all unknown.

Manufacturer narrative:
The date of the event is estimated. A model number and lot number were not provided. A device was not returned for evaluation. Furthermore, the model number(s) / lot number(s) are unknown. Results: a device was not returned for evaluation. No product evaluation can be performed.